Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient account: (B)(6) was available in plcoorpx1 but not in plcopapxa2, despite plcopapxa2 having the same areas selected as plcoorpx1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1: initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into both the station and server to investigate the issue and verified that the patient was admitted on the server. Searched for the patient on the station using the visit ID and confirmed expected behavior. The system functioned as intended after the technical support specialist (tss) investigated the device.